Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report right side "rupture" and "discomfort, pain, and noticed right implant was much smaller and looked deflated. I look and feel horrible with one small breast and a large one. My surgeon confirmed it was ruptured this morning. I did not do anything that would cause the implant to rupture, this was product malfunction." Healthcare professional confirmed deflation. Device was explanted.